Manufacturer narrative:
Device evaluation: one medfusion 3500 pump was returned for analysis. Visual inspection performed, and product found with no external damage. Event history log review was performed and found that there was a pump motor drive phase b post error in history. Visual inspection, start-up, multiple flow and occlusion testing were performed. Investigation could not repeat customer stated problem. However, there was not any low or depleted battery messages before the pump motor drive phase b post error in history. According to the investigation, services replaced the pump stepper motor as a preventative measure, which was over 9 years old. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical medfusion 3500 pump exhibited prime phase and motor failure. No reported adverse effects.